Event description:
Information received by medtronic indicated that the insulin pump had a failed battery alarm. Customer stated that battery compartment and spring was damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the battery compartment/battery tube spring and failed battery alert/battery failed alarm found on (B)(6) 2021. Pump was received with a pillowing keypad overlay, a scratched case and a serial number label fading. No damage on the battery compartment/battery tube spring noted during visual inspection. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:29:50.000. (B)(6) 2021 20:39:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 12:21:00.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:51:54.000. (B)(6) 2021 20:52:05.000. Please see below for the (power data) date range listed in the power management report/detail trace file. The power management report/detail trace file lists data from (B)(6) 2021 at 10:31:00 pm to (B)(6) 2021 at 5:49:01 am. There was no data available to verify power data for low battery alert and power loss alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. A cracked retainer was confirmed. Cosmetic damage at the battery compartment/battery tube spring was not confirmed, however, other cosmetic damage was noted. Failed battery alert/battery failed alarm was not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.